Event description:
It was reported by the customer that when using the bd pyxis medstation es, the station shut down. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station shut down. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section e initial reporter occupation and other occupation. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the one station suddenly shut down. A field service engineer (fse) checked and tested the drawers and communication sled, the fse was able to isolate down to auxiliary half height drawer 3.2, performed the final tests and checked the flex, spine, cable, and rear controller boards using a multimeter. The fse verified the customer was successfully recovered and inventoried drawer 3.2 to resolve the issue. The system functioned as intended after the field service engineer verified the device.